Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # 806d63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b tyvek was returned. Upon visual inspection, it was noted that the tyvek has adhered to the blister in the easy opening area. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. However, this condition of the returned tyvek does not affect the sterility. No conclusion could be reached as to what may have caused the condition of the tyvek delaminated. The event described could not be confirmed since the condition of the tyvek does not affect the sterility of the packaging. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number of 806d63 /48tx60b , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure the stapler paper felt too thin and ripped easily - seemed to not have integrity. No patient consequences were reported.